Event description:
The complainant is a health care provider. At 3:00pm one of the pts had a blood glucose measurement of 131 mg/dl. The pt was very sick and was having hyperglycemic symptoms. Pt was taken to the hosp at approx 10:00pm where a blood glucose value of 1100 mg/dl was obtained (method unknown). While on the phone a review of the system was made. Check paddle results were satisfactory. It was learned that the customer was using reagent that expired in june 1999. Customer was not aware that the strips were expired nor that they have a 4-month opened use life. The results obtained by the customer are typical in situations in which the product is past expiration age or has been exposed to environmental stress, e.g. Moisture, heat, etc. A replacement system was provided to the customer with instructions to call if there are any add'l problems. The complaint is considered closed for purposes of MDR.